Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 3.0mmx30mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and moderately calcified left circumflex artery. After engaging a 6f 3.5 non-bsc guide cather and placing a non-bsc wire, pre-dilatation was performed with a 2.5x12mm nc quantum apex balloon. Subsequently, a 32x3.00mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the it was noticed that the stent struts were damaged. The procedure was completed with another 32x3.00mm promus premier select stent. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the shaft might have broke during transportation of the device as the physician confirmed the shaft was intact during the procedure.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: promus premier select ous mr 32 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 22.5 mm distal to the distal end of strain relief as well as multiple kinks located along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 3.0mm x 30mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and moderately calcified left circumflex artery. After engaging a 6f 3.5 non-bsc guide cather and placing a non-bsc wire, pre-dilatation was performed with a 2.5 x 12mm nc quantum apex balloon. Subsequently, a 32 x 3.00mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the it was noticed that the stent struts were damaged. The procedure was completed with another 32 x 3.00mm promus premier select stent. There were no patient complications nor injuries reported and the patient's status was stable.